Manufacturer narrative:
Troubleshooting of the device with the customer identified a lack of maintenance with the device. As a follow up with the customer, the proper maintenance of this device was reviewed. The log files from the device have not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED's asi is blank, and it will not power on. They reported that this did not occur during patient use.